Manufacturer narrative:
Without the opportunity to examine the complaint product, root cause cannot be determined. Part and lot identification are necessary for review of device history records and complaint history, neither were provided. Device not returned; inconclusive-root cause cannot be determined; device failure related to patient condition. Investigation results relayed to the sales rep via email. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent total hip arthroplasty on an unknown date 25 to 30 years ago. Subsequently, the patient was revised on (B)(6) 2014 due to loosening of the stem. The loosening of the stem was caused by a hereditary bone disorder.